Manufacturer narrative:
Bladder outlet obstruction occurred - mesh exposure occurred - conclusion: as per the instructions for use which accompany each device, "the tape should be located without tension under mid-urethra. Over correction, i.e. Too much tension applied to the tape, may cause temporary or permanent lower urinary tract obstruction."

Event description:
It was reported that a pt underwent a sling procedure on an unknown date. Post-operatively, the pt developed voiding difficulties and urinary retention. A peri-operative urethrocystoscopy was normal. At nine months post-operatively, the pt underwent urethral dilation. Physical examination was normal. A urodynamic study performed indicated a bladder outlet obstruction. Urethrocystoscopic findings at twelve months indicated that the pt had a distal urethral erosion of the tape and that the tape was now intraluminal. As a result, the pt underwent a combined vaginal and endoscopic procedure in which the sling was removed paraurethrally and intraurethrally. Three months from the time of this procedure, the patient's initial symptoms had not resolved. The pt then underwent an operative urethroscopy. The patient's final outcome was continent and asymptomatic. In this study, the doctors identified a few presumptive causal factors for urethral erosion, which could play a synergystic role in the event. For this pt the doctor has indicated that the probable causes of this event were sling misplacement, excessive tensioning, and post-operative urethral dilation.